Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were downstairs working on their dryer, when their device emitted a long tone that "lasted for about ten to fifteen seconds". The patient noted they were working with a flashlight at the time that has a magnet on the end. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.